Manufacturer narrative:
An investigation has been initiated based on the reported info.

Event description:
While in use, the neurosensor probe had a sudden rise in values (cbf and icp). When the cbf normalized, the icp read zero and remained at zero for the remainder of surgery. There was no pt injury involved.